Manufacturer narrative:
This event occurred in (B)(6). The investigation used a virtual machine with infinity software 2.5.5 and infinity software 3.02.01. The investigation was able to reproduce the customer's complaint on both software versions. If a test result is modified externally (e.g a repeat result arrives from the instrument), the result is not updated on the validation screen. However, if the new result is validated by another user or by the automatic validation process, the validation status is updated. The investigation confirmed this as a software issue.

Event description:
The initial reporter complained of an issue with cobas infinity software version 2.5.5. The customer alleges the validation screen displays an incorrect validation status for a test result. For example: the customer has configured a work area in the software to manage different orders that arrive. The work area consists of a monitoring screen and a validation screen. In this case, the customer had a set of orders (e.g. Order 1, order 2 and order 3) in the work area pending validation. Each order had 1 test and one result with a "not validated" status. As these orders are pending validation, the user selects the orders in the work area to validate. When a user selects a set of orders, the infinity software creates a validation lot and opens a validation screen. The user moves through the orders (beginning with order 1) and can validate it and move to the next order. In this case, while the user had the orders open on the validation screen the instrument sent a repetition result for the test in order 3 and the result was validated either by another user or by the automatic validation process. The infinity software showed the original result and changed the status to "validated." The infinity software should have shown the repeat result and changed the status to "validated." This could cause the customer to interpret an incorrect result as a validated result.